Manufacturer narrative:
Additional information was received on 01/17/2024 updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of inv, findings, conclusions), h10, h11 corrected fields: b5, h6( health clinical & impact) investigation finalized on 04/05/2024 as part of a demand pm, the getinge field service engineer (gfse) replaced the 9 volt battery, muffler 1/8 npt, o-ring buna-n-1-008 n70, screw kit, muffler <100 micron and the tidal that were due to expire. Replaced the real time clock nvram ic(u31) on the executive processor pcb according to the 8 year pm, replaced the scroll compressor with filters. Completed pm with all functional and safety tests per manufacturer specifications. Unit cleared for clinical use. Patient involvement was there, and no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp); customer called for assistance troubleshooting a printer issue. Reports the printer had been working fine until about 4:00 am est. Verified all troubleshooting was completed prior to calling and did not resolve the issue. The patient was unable to tolerate being off support long enough to reboot the console. Suggested they switch out the console and tag the affected one for biomed. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp); customer called for assistance troubleshooting a printer issue. Reports the printer had been working fine until about 4:00 am est. Verified all troubleshooting was completed prior to calling and did not resolve the issue. The patient was unable to tolerate being off support long enough to reboot the console. Suggested they switch out the console and tag the affected one for biomed.